Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the basal software did not suspend insulin delivery. Additionally, it was reported that an issue during the load process occurred. Customer's blood glucose (bg) level ranged between 39-500 mg/dl which was addressed by drinking soda. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.